Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high or low glucose alerts. The device failed the audio test. The customer's blood glucose was unknown. Helpline person helped him double check audio settings and alerts, but customer said that the pump still did not sound an audio tone for high or lows, or certain other notifications. Says pump will only vibrate. The device will not be returned for analysis.